Event description:
Severe pain in left knee [arthralgia]. Case description: a spontaneous report was rec'd on (B)(6) 2010 from the hcp of a male pt in his (B)(6), initials not provided, who experienced severe pain in left knee after starting synvisc. The pt has rec'd synvisc previously sometime in the past. In the current series, the pt rec'd injections of synvisc into both knees on (B)(6) 2010. The pt experienced severe pain in the left knee after receiving the synvisc. As a treatment, the pt was given a steroid injection in the left knee. At the time of this report, the outcome of the pt was unk. For most info regarding other reports by this rptr, please refer to MFR control numbers (B)(4). On (B)(4) 2010, add'l info was rec'd in the form of qa results with a lot number. The production and quality control documentation for lot# s1007, with expiration date, 05/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: no further details were rec'd. Further info has been requested.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# s1007, with expiration date, 05/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.